Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had lines on their insulin pump's lcd screen that made it hard to read. The customer's blood glucose level was reported to be unknown. It was reported that the customer also occasional gets no delivery alarms. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis. It was reported that the customer is being sent out a continuation of therapy pump.